Manufacturer narrative:
This event was determined reportable based on engineering evaluation dated 7 sept 2006 stating device was received with a fracture at the strain relief. As received, the unit was broken 5cm from the strain relief. A coating confirmation test was carried out to check the presence and integrity of the coating. The test confirmed the presence of coating, however, coating damage was evident. There are no other complaints reported for this batch of devices. CAPA was opened on 10 oct 2005 as there was an increase noted in complaints where unpreferred method of flush was used. The proximal flushing port was removed on 2006. This will allow for flushing to be carried out only through distal port. Summary: further information was requested and no response has been received as of this date. If a response is received which impacts the results of the investigation, the complaint will be reopened. As no response was received, it is unknown if the instructions as per the dfu were adhered to. This complaint is caused by difficulty removing the catheter from the dispenser coil. Before removing the catheter from the dispenser coil, the catheter must be flushed with heparanized saline via the distal port to activate the hydrophilic coating. During the preparation of this catheter, flushing was carried out via the proximal port. The flushing must be repeated if difficulty in removing the product from the dispenser coil occurs. This reported defect will be monitored and trended through the monthly complaints review board.

Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, the device got jammed in the dispenser coil. At a later date, it was discovered that the catheter had fractured at the strain relief. The procedure was completed with another device.